Manufacturer narrative:
Article website: http://www.sciencedirect.com/science/article/pii/s1726490114000203. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There was limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. (B)(4). Related MDR 2029214-2015-00115 to report device malfunction from the same article.

Event description:
Citation: luo et al. Transarterial onyx embolization of intracranial dural arteriovenous fistulas: a single center experience. Journal of the chinese medicine association. 77(2014)184-189. Covidien received information through literature review that two patients had catheter disruptions in a study of transarterial onyx embolization of intracranial dural arteriovenous fistulas (davfs). The study involved 14 patients (mean age 62 year old, 9 males, mean clinical follow-up 16 months), treated between 2009 and 2012. The two patients who experienced asymptomatic disruption and retention of the distal segment of the microcatheter to feeders of external carotid arteries had longer injection time (45 minutes, 38 minutes) with long segments of onyx reflux (4 cm, 3.5 cm). It was reported that these two occasions of breaking and retention of a distal microcatheter into a feeder of the occipital arteries during retrieval were associated with greater than 35 minute injections and more than 3 cm reflux. The authors reported that there was no significant arterial injury such as dissection, rupture, or brain ischemia.